Event description:
The plaintiff alleges that while working as a nursing assistant the plaintiff was exposed to antigenic natural latex proteins in the latex gloves the plaintiff wore. The plaintiff alleges that in 1999 following a rast test, the plaintiff was diagnosed by dr as being allergic to latex. The plaintiff further alleges that since the plaintiff has become sensitized to latex, that the plaintiff may now no longer work as a nursing assistant at any medical facility or for any medical health service or in private practice and is now subjected to increased health risks. The plaintiff also alleges that as a result of this sensitization to latex, the plaintiff is subject in the future to one or more anaphylactic reactions to latex products. The plaintiff alleges that the plaintiff has suffered substantial injury, pain and suffering as well as economic loss. The plaintiff further alleges that the plaintiff has suffered humiliation, anxiety, embarrassment, anguish, outrage, and other mental suffering and emotional distress. Finally the plaintiff alleges that the plaintiff suffered past and future medical expenses, and lost wages.